Event description:
It was reported that the pump battery could not be charged using the tandem charging cable. Customer's blood glucose level was not impacted by the event. Customer was able to charge their device using an alternate charging cable.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.